Event description:
It was reported that "inner part of screw driver removal wire broke off in the inner portion of the screw when the surgeon was attempting to remove screw from the plate. Outcome: surgeon was able to remove screw from plate."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation if the product is returned.